Event description:
Caller reported a cgm error, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the reset process. After the reset, the error code did not reappear, and the caller successfully started their sensor session.